Event description:
The patient was undergoing a rhizotomy when it was noted she sustained a heat burn from the leica microscope.

Manufacturer narrative:
On site lamp test procedure completed with the following findings: the heat reading on this unit was 652kl which is within acceptable tolerance. There were no visible signs of damage or discoloration on the unit. Black metal test was conducted at wd 275mm; a sensing meter placed 12 inches from the bottom of optics carrier; testing time was for one continuous hour. Results were that the metal was not even warm when touched. On site interview of operating room personnel and use of instrument was conducted. Staff was aware of the warning labels on the instrument. Staff is aware of the correlation between working distance and heat. Agreement was received from staff that microscope worked within acceptable performance specifications. Proper adherence to safety warnings would eliminate burn possibilities.